Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door had failed. A field service engineer (fse) arrived onsite, found the issue resolved, and tested all tower doors using the hardware test application. All doors functioned properly with no issues found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system door had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but the user managed to retrieve the medication from another device which caused delay. There were no adverse events or injuries reported based on this event.